Manufacturer narrative:
The data acquisition and motor controller boards were returned for analysis. A visual inspection of the returned components was performed, and no notable conditions were found. An investigation was performed, and the product analysis technician reported that no fault was found in both boards.

Manufacturer narrative:
The service provider (sp) inspected the device and confirmed the reported issue. The sp replaced the data acquisition (da) board and the motor controller (mc) board to address the reported issue. The unit passed all testing.

Event description:
It was reported that the ventilator while in use went blank and stopped working. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and found in the ventilator diagnostic logs error code indicating pressure regulation high (ec 1009). Further information is pending.